Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Sample reported was not available for return therefore no physical investigation was possible. However, history files were provided and a review of them showed the following below: [x] defect not confirmed details of history log: log review shows a continuing infusion from 3/9/2024 and 3:22pm (dl: prp1000) to 3/18/2024 and 6:53am for a volume infused to 3192.92ml with no air alarms or pressure alarms occurring.

Event description:
As reported by the user facility: according to the complainant, patient had a triple lumen femoral line with one lumen running sedation (propofol and precedex) through a triple lumen extension piece "chicken foot." Extension tubing had been added to these lines in the operating room (or) and the "chicken foot" was not attached directly to the central venous catheter (cvc), but to the extension tubing. Patient anxious and alert, hypertensive and tachypneic, despite titrating up on the propofol. When femoral line checked, all fluids were noted to be running clear, although propofol is white. Additionally, the volume of propofol in the bottle looked the same as it had at the beginning of the shift. Further investigation of the tubing revealed that the roller clamp on the propofol line was closed. Although the propofol was not actually infusing into the patient, the channel running that drip was not alarming, but rather acting as if it was infusing without issue. The dosage was reduced and the roller clamp was released. Pressure must have built up in that line because it infused down into the extension tubing very quickly, essentially bolusing the patient with precedex. The infusion was paused, and the patient had to ultimately be restarted on norepinephrine to stabilize blood pressure.